Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged severe fatigue, dry airway, sore throat and irritated skin. Patient also alleged that the device has an electrical odor, the device will not turn on or function, and runs out of water which causes overheating. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging severe fatigue, dry airway, sore throat and irritated skin. Patient also alleged that the device has an electrical odor, the device will not turn on or function, and runs out of water which causes overheating related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged severe fatigue, dry airway, sore throat and irritated skin. Patient also alleged that the device has an electrical odor, the device will not turn on or function, and runs out of water which causes overheating related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Because of the complaint of the device running out of water too quickly a heat test was performed on the device. The test results showed that the device, heater plate, and humidifier all showed temperatures within the threshold required for the 2 1/2hr test. During the investigation, observed a dust-like contaminant with tiny hair-like fibers on the front panel, top enclosure underneath the flip doors, and rear panel. A light amount of dust-like contamination was observed in the base of the bottom enclosure, and on the blower motor. Evidence of liquid ingress with a dust-like contamination consistent with mineral deposits was observed on the bottom of the blower motor and in the base of the blower box. Evidence of sound abatement foam degradation/breakdown was not observed. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. The manufacturer concludes that unable to directly address the symptoms outlined in the complaint. Sections d8, d9, h2, h3, and h6 were updated.